Manufacturer narrative:
A field service engineer (fse) contacted the customer on the phone and guided the customer through manually opening and closing the rt door, which resolved the reported issue. The customer was able to normally open the rt door with the button on the analyzer. The aia-900 analyzer returned to normal operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 20apr2018 to aware date 20may2019. No other similar complaints were identified during the search period. The aia-900 service manual, section 3.9, instructs on how to check the open/closed state of the analyzer door including checking the open/closed state of the reagent tip door. The most probable cause of the reported issue is due to the reagent tip door needing to be reseated.

Event description:
A customer reported that the reagent tip door would not open on the aia-900 analyzer. As part of troubleshooting, technical support instructed the customer to power the analyzer off then back on. Technical support had the customer push on the cover then press rt open but that did not resolve the issue. The tray moved but the cover would not open. A field service engineer (fse) was notified to address the reported issue, which resulted in delayed reporting of luteinizing hormone ii (lh ii), follicle-stimulating hormone (fsh), beta-human chorionic gonadotropin (bhcg), estradiol (e2), and progesterone ii (prog ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.